Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure completed with another of the same device. There was no patient injury.